Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted bilateral micl implantable collamer lenses at the end of 2015. The patient experiences recurrent iritis/uveitis ou. Current management by surgeon is steroid and cycloplegic drops when iritis episodes occur. The lenses remain implanted. Per the surgeon vision is very good and the patient does not want the lenses removed. The patient understands the use of steroids over time may cause cataract formation. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.